Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they have been having issues with their controller for about the past 5 months. Caller stated the controller keeps flashing and turning on and off and now it will not take a charge. Caller added that they will be able to get it to charge but it will only last an hour and a half before it starts doing the blitzing thing again. Caller stated they have tried removing and reinserting the battery pack and that is not resolving. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as caller did not have the equipment with them at the time of the call. Agent reviewed with caller how to reset the controller with the ac power supply. Caller stated they have already tried this too but it is not resolving. Caller will try this again when they get home and will call back if further assistance is needed. Pt called back stating they are still having issues with the equipment. Caller stated the controller is not taking a charge when plugged into the power supply. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller does not power on. Caller confirmed green light on the ac power adaptor. Caller did not have alkaline batteries at the time of the call. Caller stated that they are also having a hard time charging the implant and seem to have to lay in just the right position to get it to connect. A replacement controller was sent to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #:(B)(6), ubd: , UDI#: (B)(4) h3. Analysis was performed on [product ID 97745 lot# serial# (B)(6) analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.